Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months after the previous device changeout, the right ventricular (rv) thresholds increased, so outputs were programmed higher. Over time, the thresholds became worse and eventually there was no capture in bipolar. Approximately three years later during another device changeout, while the nurse was scrubbing the pocket, there was no capture and the patient experienced asystole. Outputs were increased again but there was still no capture, so the patient was given a temporary pacing lead and connected to an external pacemaker. The rv lead was then capped and replaced. No further patient complications have been reported as a result of this event.